Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated consistently due to rf overuse resulting from environmental interference. The physician believed the rf interference to be contributing to battery depletion. Boston scientific technical services (ts) provided suggestions for testing and patient advised on proper communicator setup. The physician currently has no plan to perform additional testing or follow-up. No adverse patient effects were reported. This system remains in service.